Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the horizontal position. Result: first, we performed a visual inspection of the progav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable but could not be adjusted to all settings. The opening pressure was within the specific tolerances. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our test results, we can determine a non-adjustability at the valve at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a primary procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in overdrainage and not adjustable in the pressure settings. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: (B)(6), weight: (B)(6), gender: male.